Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged seeing particles in the device. The patient also alleged a CT scan and found glass reflections in his lungs. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was previously received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged seeing particles in the device. The patient also alleged a CT scan and found glass reflections in his lungs, having numerous medications. The manufacturer received new information alleging the patient using symbicort. There was no report of patient harm or injury. In this report section b1,b2, b7,e1,g3,h1,h6 has been updated / corrected.